Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing transections of jejunum, before making jejunojejunostomy in an open total gastrectomy with esophagojejunostomy and jejunojejunostomy anastomosis, they could not push the black knob forward to fire staples on. They opened the reload and took it out of the targeted tissue and replaced the reloads with a new one to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.